Event description:
It was reported that the wake button was sticking. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer suspended pump use to address bg level. Replacement pump was sent to customer to resolve the issue.